Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2023-00405, related manufacturer reference number: 1627487-2023-00407. It was reported that the patient's ipg has become inoperable and that the patient experienced pain at their iliac crest where the leads were peripherally placed. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which the ipg was explanted and replaced and the two quattrode leads and extension were explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.